Manufacturer narrative:
The insulin pump received with loose/protruded drive support disk, cracked reservoir tube lip, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the drive support cap is loose and stuck out from the side of the insulin pump. The customer's blood glucose level was unknown.